Manufacturer narrative:
Initial manufacturer investigation report attached on retained samples only. Customer returned unused companion sample, pending final investigation results.

Event description:
After removing needle from the patient's access, the technician engaged the safety mechanism. The needle was not perfectly centered, the needle protruded from the side of the safety mechanism and employee was pricked with a contaminated needle.

Manufacturer narrative:
Initial manufacturer investigation report attached on retained samples only. Customer returned unused companion sample, pending final investigation results. On 6/8/2016: final manufacturer investigation report attached on returned unused sample.

Event description:
After removing needle from the patient's access, the technician engaged the safety mechanism. The needle was not perfectly centered, the needle protruded from the side of the safety mechanism and employee was pricked with a contaminated needle.